Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, the insulin pump was alarming no delivery. Customer stated, it showed a full cartridge when there were only 60 units on the reservoir. The device goes back to rewind and then back to normal and hour and a half it will alarm no delivery. Sometimes it gives the option to resume. Call was transferred for further assistance. Customer reported, the reservoir only had 50 units on the insulin pump. Customer was advised to remove the reservoir and stated there was close to 75 units of insulin in the reservoir. The insulin stated there were 75 units. Customer declined troubleshooting for no delivery alarms. No further information reported.